Manufacturer narrative:
Tandem quality engineer evaluated pump data for the low blood glucose event and concluded the following: low bg levels were confirmed by cgm on 07/10/2017. There were no odd bolus requests made that would cause bg levels to drop. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump and the pump shut off. The customer confirmed that the pump was able to be charged with a different wall adapter. The customer's blood glucose (bg) level was 86 (mg/dl). In addition the customer's bg level was low earlier in the morning (46 mg/dl). The cause of the low bg level was unknown. The customer stated it was normal to reach a bg level this low. The customer drank juice to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.